Event description:
It was reported that the gastrointestinal videoscope had dirty lens and image was blurred and indistinct during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device objective lens was dirty. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of this complaint is component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.